Event description:
It was reported that during a diagnostic procedure on (B)(6) 2010, the innervue disposable scope had low light intensity and an unclear display. A delay of more than thirty minutes occurred as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that it functions as intended. It is possible that there was a scope or light source problem, however, those items were not returned for evaluation to confirm. This report filed (B)(6) 2010.